Event description:
It was reported that this system with a pacemaker and a non-bsc right atrial (ra) lead triggered an alert for pacing lead impedance, out of range, one day after the pacemaker was implanted. There was an abrupt increase from within normal range values to high, out of range. The pacemaker and non bsc lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a non-bsc right atrial (ra) lead triggered an alert for pacing lead impedance, out of range, one day after the pacemaker was implanted. There was an abrupt increase from within normal range values to high, out of range, therefore, lead fracture was suspected as the lead only functions in unipolar. Since the patient only needs right ventricular pacing, the device was reprogrammed to ventricular only pacing and demonstrated normal function. The pacemaker and non bsc lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.